Manufacturer narrative:
The reported event of bumex bag completed sooner than expected could not be confirmed. No product or event logs have been returned from the customer for investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a bag of bumex was found empty although it was expected to have lasted another six hours. The physician discontinued the bumex infusion. No patient harm was reported.